Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction of duplicate output, which was experienced during evaluation. Evaluation found the #2, #3, #4, #5, #6, #7, #8 and #9 keys to be inoperable. When any of the remaining functional keys were pressed, an automatic output of the #3 key occured following the selected key's function (e.g. Numerically: when the #1 key is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed interfering with mdl drug searching opportunities). This was found to be caused by a failed keypad. The failed keypad was replaced to correct the condition. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a malfunctioning keypad with a duplicate output in general care. It was also reported there was no patient involvement.